Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Serf reported receiving results of a clinical study. Instability (revision).

Manufacturer narrative:
Correction product code section d2b : lzo. Correction common device name section d2a. Addition of the lot number section d4. Investigation conclusion : an event regarding instability (leading to revision) involving an hype scl 5 lateralized cementless stem was reported. The reported device is an serf product. Documentary investigation: no non-compliance observed on this batch. (B)(4) units marketed by serf in may 2012. No other complaints were recorded on this batch. Lack of technical investigation: no product return - complaint related to a clinical study in the absence of further information, the cause cannot be established.

Event description:
Serf reported receiving results of a clinical study. Instability (revision).

Event description:
Serf reported receiving results of a clinical study. Instability (revision).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.